Event description:
Rec'd notification of possible contamination of mesa laboratories 7.0 ph solution on (B)(6) /2013. All inventory of this solution was removed by clinic mgr from clinical area and use of ph strips was instituted to check ph of dialysate in dialysis machines until further resolution to this issue.